Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms during bolus deliveries. The customer's blood glucose was unknown at the time of the incident. Customer stated they had to reprogram the bolus for insulin to be delivered. The customer stated the last no delivery alarm occurred about a month ago. No additional information provided.